Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unwilling to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab. The consumer reported that he had been tested four times prior to (B)(6) 2021 when the positive result was obtained. On (B)(6) 2021 pcr confirmation testing was performed on an unknown sample and generated negative results. The consumer states after doing a pcr test he was told that he never had the covid-19 infection. No additional patient information, including treatment and outcome, was provided.